Event description:
The customer reported the system display a communication error and locked up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board, interconnect cable, and the lemo connector were replaced. During the service call. The system was tested and found to be working as intended and put back into service.